Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added h6. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "error in surgical technique causing ceramic acetabular liner fracture in primary total hip arthroplasty ¿ a report of two cases" written by narinder kumar and dr. Vyom sharma published by journal of arthroscopy and joint surgery 3 (2016) 75¿77 http://dx.doi.org/10.1016/j.jajs.2016.07.001 on 12 july 2016 was reviewed for MDR reportability. The article reports on 2 cases with depuy implants that were discovered to have fractured ceramic liners and attributed to improper seating by previous surgeons based upon studies of the earliest follow up radiographs. Each case is captured individually on linked complaints. This complaint captures the second case of a (B)(6) year old male patient with same products as first case. He presented to the same team as the first case also due to relocation with squeaking sounds with every step from 6th post-op week onwards. He also had mild pain with squeaking on bearing weight on operated limb. Radiographs at this stage revealed shattering of the ceramic liner with well positioned acetabular and femoral components. Careful review of available old radiographs showed incomplete seating of a acetabular liner. Revision surgery revealed shattering of the liner into multiple pieces and extensive soft tissue debridement to remove maximum possible broken pieces was performed. Liner and head were replaced with new ceramic on ceramic. At 2 year follow up his recover has been uneventful without pain and without squeaking noises.